Manufacturer narrative:
Additional concomitant medical products: addr01 ipg; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead impedance had been increasing. It was suggested to the caller to continue monitoring the leads. The leads remain in use. No patient complications have been reported as a result of this event.